Manufacturer narrative:
B3: year of event was 2024 but month and day not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) seal was delaminated. The dso/uso seals were replaced to fix the issue.

Event description:
The device was returned due to a damaged battery compartment latch, scratched lens, and requiring a software upgrade. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) seal was delaminated. There was no patient involvement.